Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This reported event is on the same pt involving two separate products and associated with MDR # 1225714-2013-01080.

Manufacturer narrative:
This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-01080 and 1225714-2013-01081. Additional information has been requested and will submitted upon receipt accordingly.

Event description:
Additional information received reported that the patient subsequently expired.